Event description:
The manufacturer received information alleging a ventilator's pressure delivery was inaccurate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An issue related to the active exhalation control module was observed and the overhead blower filter was clogged. The device's active exhalation control module and overhead blower filter need to be replaced to address the issues.